Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation. A replacement transmitter was sent to the pt. The sjm rep met with the pt, and could not get the replacement to resolve the issue. It was reported the pt was working closely with her physician to resolve the issue, which may include surgical intervention.